Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: an electrical component was detached from the power supply circuit board. Due to this failure that a lot of function test failed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited an electrical component detachement from the power supply circuit board. There was no patient involvement.